Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20787863.

Event description:
It was reported that patient had trouble getting left side coverage despite of reprogramming. It was noted that patient had six contacts with high impedances. The patient underwent a lead revision procedure wherein leads were repositioned. The patient was doing well postoperatively.